Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, the stitch could not be cut with the suture trimmer. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician reportedly is not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, the operator is untrained. Per instructions for use, under caution: this device should only be used by physicians who are trained in diagnostic and therapeutic catheterizations procedures and who have been trained by an authorized representative of abbott vascular. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Femoral angiogram was not taken. Per the instructions for use - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall.

Manufacturer narrative:
(B)(4). Evaluation summary: only the device and suture trimmer were returned for investigation. Contributing factors for the reported failure to cut the suture with the suture trimmer included, but not limited to, manufacturing, challenging anatomical conditions, and incorrect technique. Every suture trimmer was inspected and tested for proper assembly and functionality during manufacturing. Inspection of the returned suture trimmer revealed no abnormal observations that could have contributed to the reported failure to cut the suture with the suture trimmer. During testing, the cutting capability of the returned suture trimmer was tested and the results met the manufacturing criteria. Based on the manufacturing inspection criteria and analysis of the returned suture trimmer, the reported inability to cut the suture with the suture trimmer, a definitive cause could not be confirmed and identified. No manufacturing or quality deficiency was detected. It was reported that the physician was not trained in the use of the proglide device and a femoral angiogram was not taken prior to the procedure. Per the instructions for use (IFU), under the warnings and smc device placement sections, states: perform a femoral angiogram to verify the location of the puncture site. Also, under the caution section, the IFU states: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.